Event description:
It was reported that while the biomedical engineer was doing routine inspection of the external pulse generator (epg), it was found that there was physical case and battery door damage. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case, lower case, and battery drawer were broken. It was also noted that the battery release was contaminated, two side bail covers were broken, the ring cover was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, one side bail was missing, one side bail was bent and the ring was bent. (B)(4).